Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6., g.1.

Event description:
Healthcare professional reported "areas of calcifications in both implant capsules." Healthcare professional also reported "significant shape distortion of the left breast secondary to scarring from previous surgery;" this event is not related to the device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, and one opening curved on the radius. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening on the radius due to fold flaw opening.

Event description:
The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient reported a left-side deflation. Device remains implanted.